Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had damaged downstream occlusion seal. Event occurred during routine preventive maintenance inspection and there was no patient involvement.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "damaged downstream occlusion (dso) seal¿ was confirmed. The dso seal was damaged. The cause was wear and tear. Replaced dso seal and performed preventative maintenance (pm). The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.